Event description:
It was reported following a percutaneous procedure a 6f angio-seal vip was used. The angio-seal was deployed, but manual compression for 20 minutes was required to achieve hemostasis. The patient experienced leg pain and compromised pedal pulses immediately following hemostasis. The patient underwent surgical intervention to restore blood flow to the vessel occlusion. The patient was reported to be recovering. The patient had no medical history of peripheral vascular disease (pvd), diabetes, or coronary artery disease (cad).

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.